Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed through clinical assessment. The devices remain in the patient. The complete lot number was not provided; therefore, a manufacturing record review and lot usage history evaluation could not be performed. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information; however, cautionary product use conditions that might have contributed to this event included the presence of multiple patent lumbar arteries.

Event description:
It was reported that approximately 35 months post implant of a bifurcated device and an infrarenal aortic extension, an endoleak was identified. Reportedly, on (B)(6) 2015 the patient had a sac enlargement, and a distal endoleak from both of the bifurcated limbs, and an endoleak from the lumbar artery(ies) were observed. The physician performed coil embolization of a right internal iliac artery against the distal endoleak. However, on (B)(6) 2015 two units of excluder iliac extender endoprostheses (pxl161207; gore) were additionally placed at the periphery of the right limb of powerlink, as a secondary intervention against the distal endoleak from the right limb. Also, an endurant contralateral iliac limb (16 mm in proximal graft diameter, 16 mm in distal graft diameter, and 82 mm in total covered length; competitor) was additionally placed at the periphery of the left limb of powerlink, as a secondary intervention against the distal endoleak from the left limb. In addition, against the type ii endoleak from the lumbar artery(ies), an endurant aortic extension (25 mm in graft diameter and 70 mm in total covered length; competitor) was additionally placed in the lumen of powerlink. The purpose the procedure was to enhance the expansive force of the powerlink devices so that the grafts of the powerlink can block off the lumbar artery(ies). The disappearance of both endoleaks was confirmed at a final angiography in the end of the procedures, thus the procedures were completed.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.